Event description:
It was reported that during clinic follow up, the pacemaker (pm) exhibited intermittent capture and the atrial lead failed to capture. No changes or interventions were performed; the patient will continue to be monitored. Patient condition was stable throughout.